Manufacturer narrative:
(B)(6). The reported complaint has been confirmed. A visual inspection has found damaged electronic components in the motor drive circuit of the main circuit board assembly. The most probable cause of this type of damage is a defective hand piece, or the hand piece was wet from sterilization processing when plugged in. A visual inspection of the a and b hand piece receptacles show signs of corrosion that would support the possibility of a wet hand piece connector has caused the control unit to short circuit. The reported complaint states that the hand piece worked with a backup control unit and the connector of the mdu became warm which would also indicate that a wet connector was the cause of the short circuit. It is recommended that the user review the warnings and precautions that can be found in the instructions for use. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that before a shoulder scope procedure using dii controller smoke was recognized and the device became warm. The device displayed "short circuit detected" message. There was a procedural delay of 8 minutes. The procedure was completed using a backup device. This incident did not result in any patient injury or complications.